Manufacturer narrative:
The issue reported was not confirmed since no sample or sample photographs were received. Therefore, no definite root cause could be determined. The device history record (DHR) was reviewed and no issues were noted for the connector, or thermistor as well as, assembly and layering of line #2. The sterilization load records were reviewed and upon receipt of the load, there was no load damage noted. Additionally, the shipping records for this product were reviewed and there was no shipping damage noted upon receipt. Raw material inspection records and certificates of conformance (coc) were reviewed for these components and the components were deemed confirming. Unkown if the connection was tightened prior to use as per the cardiovascular procedure kit IFU. All available information has been placed on the file in the quality management for appropriate tracking, trending, and follow-up. (B)(4) device not made available by end user.

Event description:
The customer reported at the end of a cardiopulmonary bypass (cpb) procedure, while transferring the cardioplegia mixture of blood and crystalloid to the cell saver the temp well was dislodged and fell out of the connector luer port. This resulted in an approximate 30 milliliters (ml) loss of mixed cardioplegia consisting of blood and crystalloid. The product was not changed out. The line was clamped and the transfer stopped. Additionally, no cardioplegia was being administered. The surgical procedure was completed successfully. There was no delay nor adverse consequences to the patient.